Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 97754, serial#: (B)(4), product type: recharger . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loose connector pin on the desktop charger. The issue began with the implantable neurostimulator (ins) recharger screen only turning on for 2 seconds and progressed to the ins recharger not turning on at all, even when plugged it. The ins battery had depleted and turned off. No patient symptoms were reported and the ins was indicated for spinal pain, post lumbar laminectomy syndrome, and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 37761 lot# (B)(4) implanted: explanted: product type recharger product type recharger pli - 10:product ID 37761 (B)(4).analysis found that the connector pins were broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported their weight at the time of the event and stated that the replacement desktop charger resolved the battery depletion and charging issues. No further complications were reported.